Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that a drawer was failed and could not recover. A field service engineer (fse) reported that during the initial inspection, auxiliary drawer 5.2 was found stuck and produced a clicking sound but did not open. The fse manually released the drawer and cleared the obstruction to restore normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, and the error message "requires maintenance" was displayed on the screen. The customer powered off the station, unplugged and reconnected the power cords, and powered the station back on; however, they were unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.